Event description:
The patient¿s sleep apnea was first noted in (B)(6) 2013. The patient had difficulty breathing and daytime snoring three months prior programming changes that were made in (B)(6) 2013. The patient was admitted to the hospital at an unknown time due to difficulty breathing and cyanosis. The patient¿s sleep apnea did not occur with stimulation. X-rays and CT scans were taken and were reported by the physician to be unremarkable. The patient was given several medications including decongestant, steroid nasal spray and antihistamine drugs but all were unsuccessful in resolving the patient¿s issues. Prior to the onset of the patient¿s sleep apnea, the patient had medication changes. The patient did not have a previous medical history of sleep apnea. Since reducing the device¿s pulse width from 150usec to 130usec , the patient¿s sleep apnea, breathing pattern and daytime snoring had improved. The patient¿s seizure frequency also decreased from 3-4 per night to one per night. Product information was received and it was reported that the patient¿s device was programmed on two weeks after the implant procedure.

Event description:
It was reported that the patient's mother has noticed that the patient is experiencing apnea during sleep. It was reported that the physician wants to adjust the device settings. It was later reported that the device pulse width was reduced to 130 usec. The relationship of the sleep apnea to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include details of the patient¿s sleep apnea. Brand name; corrected data: product information was received identifying the device as a model 103.